Event description:
Customer called to report that the insulin pump has a blank display during normal usage and sometimes after battery changes. Customer stated that the problem persisted even after receiving a new battery cap. Customer's blood glucose reading was 240 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no blank display during testing. No damage was noted to the liquid crystal display isolation tape. No unexpected back light anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.